Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4).

Event description:
It was reported that there was intermittent failure and the device does not seem to be operating at full speed during testing. No harm or delay reported. No further information provided. Per the new sentinel event, cmp-(B)(4), this complaint is now reportable. Cmp-(B)(4) now changes the reportability of complaints where the issue is with respect to inconsistent speed from not reportable to reportable. Per the original malfunction where the device did not operate at full speed this complaint is now being changed to reportable. No adverse events were reported as a result of this malfunction.